Event description:
Reviewed surgeon's report and patient x-rays. Found all implants intact, but fracture went into non-union. Surgery required to reset/reduce the nonunion. No indication of defect in product.